Event description:
Medwatch report # mw5109813 was received with report that a patient underwent a monalisa touch treatment and experienced pain and burn. Based on the information reported in medwatch report # mw5109813, cynosure was unable to further investigate this complaint. Cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects.